Manufacturer narrative:
The pod was received partially deployed with the formed needle extended past the bottom housing window. Upon opening the pod, it was observed that the linkage assembly was slightly extended and not fully in the undeployed state, the release bar was released from the ratchet gear, and the cam finger was dropped in its post-deployment state, indicating that firing of the needle mechanism had been initiated. It was observed that the upper mechanism spring tine was not connected to the linkage assembly, and the fold over tab of the linkage assembly had broken off completely from the linkage assembly. The broken-off fold over tab of the linkage assembly fell out of the pod during pod opening. The investigation found that during firing of the needle mechanism, the fold over tab broke off from the linkage assembly, releasing the upper mechanism spring tine and mechanism spring. This damage to the linkage assembly prevented the mechanism spring from fully deploying the linkage assembly and resulted in the needle mechanism failing to deploy fully as intended. The exact cause of the damage to the linkage assembly could not be determined. The download data from the returned device showed that the pod ran for 766 pulses before generating an 0x14 occlusion alarm. Timeouts were observed at the end of the downloaded data in conjunction with the 0x14 occlusion alarm. Inspection of the pod found no damages or deficiencies that would result in an occlusion alarm. The exact cause of the 0x14 occlusion alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 319 mg/dl. An occlusion alarm alerted while wearing the pod on the abdomen for between 5 and 24 hours. As treatment, a new pod was applied.